Event description:
Balloon angioplasty was being performed on stenotic lesion of the left arm. After procedure, it was noticed that the balloon had ruptured part of the balloon remained in the vessel. Small incision required to remove balloon. There was no serious injury to the pt. Vital signs remained stable through procedure.